Manufacturer narrative:
Eval code: device was not returned for eval. Conclusion code: inconclusive, investigation ongoing. The device is a synthetic device made from (B)(4). Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design (B)(4) and polyform product insert (instructions for use).

Event description:
Proxy biomedical was notified on the (B)(6) 2013, via email by the polyform distributor (B)(4) that they have received a complaint on the (B)(6) 2013, regarding a polyform product from a pt's legal rep. The complaint states that following implant of polyform mesh a pt injury occurred. The date of implant of the mesh is either (B)(6) 2008 or (B)(6) 2009. The pt is identified as "(B)(6)". Her date of birth is unk; her weight and height details are unk. The hospital where the implantation procedure took place is either (B)(6). The pt also had an additional device implanted; however, no further info is available for this device. The physician who treated the pt is dr (B)(6). The pt involved in the complaint is a polyform synthetic mesh - the lot number is unk.